Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 22 mg/dl at the time of the event. The customer was visited to emergency room visit. The event involved products mmt-1884, mmt-397a, mmt-332a. Troubleshooting was performed for hypoglycemia and declined for the blank display issue. It was found that the customer was not using the insulin pump system within 48 hours of reported event due to the display of the insulin pump was blank. The pump went blank probably due to no battery or the battery was not changed by the customer. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.

Event description:
Updated summary: on april 3, 2025, customer reported having a low blood glucose on (B)(6) 2025. Customer went to the emergency room to treat the low of 22mg/dl. Customer had stopped using the pump on (B)(6) 2025 because the pump went blank (per customer, it was probably "due to no battery or the battery was not changed"). Per regulatory report 2032227-2025-165147, blank display occurred on (B)(6) 2025. Per regulatory report 2032227-2025-164098, the copper piece was missing from the battery cap. Per regulatory report 2032227-2025-165582, customer reported having a pump error 23 on (B)(6) 2025 due to either that pump was recently stored (placed in storage mode) or without a battery for more than 8 hours. Helpline said this was normal behavior. Customer was able to clear the alarm and rewind the pump. Partial troubleshooting was done for the low. Troubleshooting for the blank display was done in regulatory report 2032227-2025-164098. Pump was last used the previous day before the low and was not used on (B)(6) 2025. Smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.